Event description:
It was reported the customer's insulin pump had a long constant tone. It was also reported an alarm occurred before the constant tone appeared. The alarm continued after removing the battery for two hours. No additional information provided.

Manufacturer narrative:
Blank display and constant tone due to faulty x1/mb. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, minor scratched display window.